Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment and stent damage occurred. The 85% stenosed, 24mmx3.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50x24mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was dislodged and lifted up when inserted into the radial artery. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgment and stent damage occurred. The 85% stenosed, 24mmx3.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50x24mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was dislodged and lifted up when inserted into the radial artery. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. A promus element,mr,ous 3.50x24mm stent delivery system (sds) was returned for analysis. No stent returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon wings were relaxed. The balloon may have been inflated and deflated. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 04:21 pm CT. The report number is being corrected from: 2134265-2018-63976 to: 2134265-2018-62504.